Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
The patient explained that he continues to have pain in his left knee and has scheduled an insert swap. The patient was revised due to instability and 9mm spacer was replaced with 13mm spacer.

Manufacturer narrative:
An event regarding alleged instability involving a triathlon ps insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: medical records review by a clinical consultant indicated that the patient underwent uncomplicated primary and revision surgeries. A triathlon ps 9mm insert was replaced with a 13mm insert during the revision surgery. Review of patient x-rays indicated components appeared in nominal positions with no pathology. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: clinician review of the provided medical records and x-rays concluded the reported instability could not be confirmed. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. If additional information becomes available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
The patient explained that he continues to have pain in his left knee and has scheduled an insert swap. The patient was revised due to instability and 9mm spacer was replaced with 13mm spacer.